Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient experienced right ventricular failure, possible sepsis, hypervolemia, and atrial fibrillation. It was noted that the patient denied any device alarms. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, sepsis, and cardiac arrhythmia. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient experienced right heart failure (rhf). The patient also had possible sepsis, was hypervolemic, and in atrial fibrillation. The patient denied any device alarms. Log files were submitted for review and displayed multiple strings of low power advisories due to normal battery depletion.

Manufacturer narrative:
A4: patient weight not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.